Event description:
Procedure performed: davinci radicale prostatarectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). No clips came out when the clipper was triggered. There were no complications or problems. All you had to do was replace the 2 clippers. No clinical impact to the patient. Intervention: they took a new one which had the same problem. Same lot number. Then they took another one from us with a different lot number and it worked. Additional information received from applied medical representative via email on 14nov23: the shutter button could be pressed normally. But no clips came out. Patient status: no clinical impact to the patient. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: davinci radicale prostatarectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). No clips came out when the clipper was triggered. There were no complications or problems. All you had to do was replace the 2 clippers. No clinical impact to the patient. Intervention: they took a new one which had the same problem. Same lot number. Then they took another one from us with a different lot number and it worked. Additional information received from applied medical representative via email on 14nov23: the shutter button could be pressed normally. But no clips came out. Patient status: no clinical impact to the patient. Intervention: device replacement.